Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds and unable to implant. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, the right atrial lead was found to have dislodged, exhibited high capture thresholds, and was unable to be implanted. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.